Manufacturer narrative:
(B)(4). The sample was not sent in for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition was not confirmed; a root cause could not be identified.

Manufacturer narrative:
(B)(4). The nurse who came into direct contact with the chemotherapy drug was not wearing gloves and was exposed on her hand. The nurse reported feeling lightheaded and nauseated. The nurse went to the emergency room to be assessed and did not require any medical intervention. The clinical nurse specialist stated the nurse has been retrained on proper protective wear during administration of chemotherapy drugs. This is report 1 of 4 (same product as (B)(4)).

Event description:
It was reported that an interlink buretrol add-on set broke during infusion on a patient. The nurse clamped off both above and below the burette. Realizing her mistake, she then opened up the vent, causing a sudden release of built-up pressure, resulting in the burette cracking and approximately 35 cc's of an unknown chemotherapy drug to leak out. The nurse, who was not wearing gloves, was exposed to the drug. The nurse went to the ER for assessment but did not require any medical intervention. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. No further information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.